Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to malfunction with two shocks that failed to convert on (B)(6) 2023. No adverse patient events were reported. Should additional information be received, this file will be updated.